Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified. A procedure delay occurred as a result of the infold.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-dilation was performed using a 25mm semi-compliant balloon, as the minimum diameter was 26mm. The team attempted to cross the valve, however it would not pass because the angle of the aorta was 62 degrees. A second pre-dilation was performed with the same balloon. The valve was begun to be released, but the pigtail catheter was in the wrong position due to an obstruction in the non-coronary sinus. Severe aortic insufficiency was present as a result of the pre-dilation. The valve was placed, but its position was too high. The valve was recaptured and redeployed a total of three times. At the fourth release, the valve opened with infolding. The valve was removed from the patient and replaced. The second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evprop34 (lot: 0011984402); product type: 0195-heart valves product ID d-evprop34 (lot: 0011932889); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery system and valve were returned to the galway return product analysis (rpa) lab system, and the valve was partially loaded into the delivery system. The valve was removed from the delivery system and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit filled with a clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact with signs of creases. As received, all leaflets were partially closed with gaps between the free margins. All commissures appeared intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. No signs of distortion or damage were found on the frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Conclusion: review of the device history record (DHR) and frame record for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. No images of the implantation procedure or the implanted valve were available for medtronic review. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the infold was noted after the fourth release. Per the device IFU, if the valve is recaptured a third time it should be removed from the patient. However, in this case a fourth release was attempted. As the infold was noted only on this release, the three recaptures are the most likely root cause of the infolding. However, the patient anatomy is also a potential contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.